Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the uncalcified and moderately tortuous shunt. The physician inflated a 6.0 x 40, 75cm mustang balloon catheter in the target lesion a 24 atms. Upon the second inflation the balloon ruptured at 24 atms. The device was successfully removed. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the uncalcified and moderately tortuous shunt. The physician inflated a 6.0 x 40, 75cm mustang balloon catheter in the target lesion a 24atms. Upon the second inflation the balloon ruptured at 24atms. The device was successfully removed. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device found that a longitudinal tear existed in the balloon material. The tear stretched from 5mm proximal to the proximal markerband and it extended past the distal markerband, measuring 50mm in length. An examination of both the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).